Event description:
Blue detachable mml anti siphon valve is not secured tight enough coming from the manufacturer, resulting in it detaching from patient IV line with end result of drug leakage and waste. Diagnosis or reason for use: IV tubing used for infusion with cme express pump.